Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine tubes for microbiology there was foreign matter in the tube(s) biological and non-biological and discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the gel in batch 2125687 of borate tubes 364955 has an unusual appearance. It has caked to the bottom of the tubes and has a beige/greyish colour. "

Event description:
It was reported when using the bd vacutainer® urine tubes for microbiology there was foreign matter in the tube(s) biological and non-biological and discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the gel in batch 2125687 of borate tubes 364955 has an unusual appearance. It has caked to the bottom of the tubes and has a beige/greyish colour."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. The photo shows a tube that has an additive pellet in the bottom of the tube. This product is freeze dried after the additive has been dispensed into the tube. This is the normal appearance after the freeze dry process for the catalog 364955. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.